Event description:
It was reported during initial implant procedure, high pacing impedance was exhibited by the pacemaker. The parameters returned to normal after device replacement. The device was not used, and a new one was implanted. No patient adverse effects were reported.